Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, pigment dispersion and significant reduction of iridocorneal angles. The lens remains implanted. Cause of the event was reported as other; "error in wtw measurement". Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).